Event description:
Customer reported during routine daily testing, the defibrillator displayed a system fault. No reported patient involvement. Service representative duplicated reported condition. Device repaired and proper operation confirmed.